Manufacturer narrative:
Evaluation summary: a service engineer (se) inspected the device and was unable to replace the breath delivery (bd) printed circuit board (pcb) due to further damage to the ventilator. The customer was noted to have created the damage to the ventilator. The customer acknowledged that the repairs exceed the value of the ventilator and the unit was left unable to be used. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the 840 ventilator had a power loss; the unit had a battery short and the trace was reported to be burnt. The analog interface (ai) printed circuit board (pcb) was noted be "fried". The issue occurred during routine preventative maintenance. The ventilator was not in use on a patient at the time of the event. This report is being conservatively reported. There was no reported malfunction of the ventilator, the customer was the one who created the short and burnt the trace.